Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. After reviewing the x-ray provided on the attachments it appears that the acetabular cup is positioned with more abduction and anteversion angles than is recommended by depuy. Also, visual examination of the returned liner finds a fracture at the rim of the liner. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. Interlock feature edge of the liner denoted three ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Surgeon reported to bfarm: "inlay dislocation and fracture without trauma 5 years postoperatively. No discomfort so far. Surgical revision with inlay replacement."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence, it could be observed that femoral head is not centrally loaded into the cup's inner surface. Unintended interaction among cup and femoral head can be observed, most likely caused by the poly liner-acetabular cup disassociation event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : product description: pinnacle sector ii cup 50mm, product code: 121722050, lot number: 8280505. Please provide: 1) quantity manufactured: (B)(4) parts 2) date of manufacture: 04/30/2016 3) any anomalies or deviations identified in DHR: none 4) expiry date: 02/28/2026 5) IFU reference: 090200701. Device history review : a manufacturing record evaluation was performed for the finished device (121722050/8280505) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was provided for this device.